Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient had a c-reactive protein level of 299 and the peg tube root had leaked. On (B)(6) 2019, a computed tomography of the abdomen revealed an abscess in the abdomen. On (B)(6) 2019, the patient was treated with 1.5 gm of intravenous zinacef (cefuroxime). On (B)(6) 2019, intravenous zinacef was stopped and the patient began treatment with 4gm of piperacillin daily. On (B)(6) 2019, piperacillin was stopped and the patient began 500mg of oral keflex.